Event description:
(Cgm) continuous glucose monitor has a production flaw. I am very familiar with the freestyle libre 14 day sensor products and have used them for more than 2 years. The most recent has an extremely oversized lancing device pin causing the sensor not to function and caused excessive bleeding. Somehow in the construction process a wrong sized lancer has been substituted. I have notified freestyle libre customer support line and even asked to speak to a supervisor, and was advised to expect a return call a none was available, to date the only responses have been a notification of a replacement sensor accompanied with customer service satisfaction survey. No return call received although the customer service agent claims to have noted my report. I am not convinced that I was able to persuade the agent the importance of the problem. I attempted to reach out to many sources including filing a report with medicare, notifying cvs where I purchased the devices, (B)(6) through (B)(6) advantage, my personal physicians and many other sources without any real acknowledgements as to whom to properly notify. I have maintained the original box and contents as well amongst the half dozen I received from the pharmacy I have a second box with the same lot number lot # 201216p/for (B)(6) 2021 although my contact at freestyle libre did not ask for that information. More information is available upon request including comparative photographs. I did not tamper or misuse the application of the sensor I have no axe to grind or other fault to find simply to notify of potential hazard as I believe this is not a sole incident and I am concerned that some amount of recall may be necessary. This my first experience with an incident like this and have had very successful usage with only minor problems to date. I¿m hopeful to continue to use this product in the future provided corrective action is taken. I have been requested to return the device to abbott labs but at this time am unwilling to do so as in the past I have return items to them for minor issued and been advised they had confirmed receipt. I will of course provide the to a proper authority with some supervisory examination I believe too serious to trust to a p.o. Box. FDA safety report ID # (B)(4).